Event description:
It was reported to philips that the device has an error report. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests as the part crashed during the software update and the unit was stuck in the boot up splash screen. The failure was isolated to the corrupted flash data memory u39 and u40.

Event description:
It was reported to philips that the device has an error report. There was no patient involvement.